Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the patient line and transfer set became loose during peritoneal dialysis therapy. This event occurred during drain four of five while the patient was connected. The registered nurse (rn) stated that the patient did not intentionally disconnect them self and that the connection must have not been tight enough. The technical service representative (tsr) assisted rn with getting the numbers, and removing the cassette. The tsr advised the rn to have the patient perform a manual drain and perform a manual exchange to finish his therapy if possible. The tsr reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.